Event description:
The event occurred in france. It was reported that holes in the packaging of an hls set was noted. The affected hls set with lot#3000195592 is part of the fsca#656504. The failure was noticed before use and no patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available. A field safety corrective action (fsca#656504) has been implemented on july 2022. The hls set advanced is intended for use in an extracorporeal circulation for cardiac support and/ or pulmonary support. Maquet cardiopulmonary gmbh (mcp) has received customer complaints of damage to the primary packaging of the hls set advanced. In all customer complaints it was reported that the tyvek cover was damaged. The appearance of the packaging failure can be hole(s) in the tyvek. The damages are caused by the tabs of the venous probe holder within the packaging. To improve the detectability of the damage actions have been implemented which includes the return of the products and a customer on-site device inspection.

Manufacturer narrative:
The customer reported a damaged packaging of an hls set. A picture was provided by the customer in which a crack on the intellipack 1 tray was visible. The affected hls set with lot#3000195592 is part of the fsca#656504. The affected hls set was sent to the customer before the fsca was initiated. The failure was noticed before use and no patient was involved. No harm to any person has been reported. The affected hls set was investigated at the getinge laboratory on 2022-12-21. There is no damage detected to the tyvek cover, but a crack was detected in the intellipack 1 tray. During further investigation it was detected that the velcrostraps needed for fixating the hls module within the inlay were loose. One of the two velcrostraps was not fixed to the bottom of the inlay with a double-sided adhesive tape. This caused the safety plate to become loose during transport, which could result in breaks/cracks at the intellipack 1 tray. Based on the investigation results the reported failure "damaged packaging" could be confirmed. Maquet cardiopulmonary initiated a non-conformance process in regards to the detected findings. All further actions and investigations will be performed within this process. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The customer reported a damaged packaging of an hls set. A picture was provided by the customer in which a crack on the intellipack 1 tray was visible. The affected hls set with lot#3000195592 is part of the fsca#656504. The affected hls set was sent to the customer before the fsca was initiated. The failure was noticed before use and no patient was involved. No harm to any person has been reported. The affected hls set was investigated at the getinge laboratory on 2022-12-21. There is no damage detected to the tyvek cover, but a crack was detected in the intellipack 1 tray. During further investigation it was detected that the velcrostraps needed for fixating the hls module within the inlay were loose. One of the two velcrostraps was not fixed to the bottom of the inlay with a double-sided adhesive tape. This caused the safety plate to become loose during transport, which could result in breaks/cracks at the intellipack 1 tray. Based on the investigation results the reported failure "damaged packaging" could be confirmed. And further investigation is ongoing. Maquet cardiopulmonary will initiate further steps in regards to the detected findings. All further actions and investigations will be performed within this process. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).